Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that the when the sheath was taken out of the package the diaphragm of the hemostatic valve was dislodged. It was replaced and the case continued. It was also noticed that the distal connector to the d129704 cable was damaged and needs replacement. No adverse patient consequence was reported. Additional information was received on 3-jan-2022. The diaphragm part of the sheath was dislodged or broken. The reporter does not believe that the hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap/hub did become detached from the sheath. The sheath was not being used on the patient as the broken section of the sheath was observed before it was used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 00001814 number, and internal action related to the complaint was found during the review. Based on the mre, the h 4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)